Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient had going to have an MRI. The hcp noted that the patient¿s device was nonfunctional and it would not hold a charge. The hcp stated the patient had fallen multiple times due to leg problems but did not known when these occurred. The indication for use was spinal pain.